Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was normal. The customer stated that the drive support cap is loose and stuck out from the side of the insulin pump. The customer did not require medical treatment.